Manufacturer narrative:
The reported events were lead dislodgement, low pacing impedance, unacceptable threshold, p-wave amp variation, and helix mechanism issue. A a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed but the reported events of low pacing impedance, unacceptable threshold and p-wave amp variation were not confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to blood and issue in the helix region and over torque of the inner coil. Electrical testing found no anomalies.

Event description:
It was reported that the patient presented in-clinic post initial implant procedure. Upon interrogation it was noted that the right-atrial (ra) lead exhibited decreased pacing impedance, increased capture threshold, p-wave amplitude variation and had dislodged which was confirmed via chest x-ray imaging and the right ventricular (rv) lead exhibited decreased in unspecified impedance, increased capture threshold and r-wave amplitude variation. As a resolution both ra and rv were scheduled for revision. During revision procedure, the ra and rv lead helix failed to extend. Hence, both the leads were explanted and replaced. The patient condition was stable.